Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-14840.

Event description:
The customer reported via phone call that they experienced multiple seizures from low blood glucose. The customer reported being unconscious for 8 hours in a past incident when their blood glucose was low. Customer's blood glucose at the time of the call was unknown. The insulin pump will not be returned for analysis.